Event description:
The customer reported via phone call that the insulin pump alarmed button error and battery out limit when the customer was driving. The customer stated that she tried to program the insulin pump, but it did not allow him to do so because the device kept vibrating. The customer did not know the blood glucose reading. The customer stated that the act and esc buttons would not do anything. He was advised to press the down arrow key and was able to. He stated that the act button did not work at first but later did. Upon arriving home, the customer replaced the battery and received the battery out limit alarm. He noted that the batteries had been out of the insulin pump for great than the duration allowed by the device and was advised that this was normal device behavior. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No battery out limit alarms noted. The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump was received with minor scratches on lcd window.